Event description:
It was reported that the customer experienced high blood glucose levels and a bent infusion set cannula was found upon removal. The blood glucose reading was 327 mg/dl, and the customer complained of excessive urination, although no serious injury or hospitalization resulted. In addition to the bent infusion set cannula, the customer observed some blood at the insertion site. She was advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.